Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The meter date is set incorrectly but the last two results observed in the meter¿s patient result memory were 7.0 inr and 6.3 inr. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 361437) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Event description:
The initial reporter received questionable results from coaguchek xs pro meter serial number (B)(4). The result from the meter was initially stated to be 7.0 inr. The nurse had also stated the patient had a result of 6.9 inr but the meter memory displayed a result of 6.3 inr. The reporter confirmed the patient was tested twice, but was unable to confirm the specific results. The laboratory result was 4.5 inr. The reagent used was not known. There was no allegation of an adverse event.